Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt has been completed. The reported problem was confirmed. The electrode belt was giving "adjust belt" messages because, there was water in ECG b, the back ECG. There was corrosion on the board. The electrode belt was repaired. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. No adverse event occurred due to the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A female pt contacted lifecor customer support to report that the system is alarming to "check belt- see manual." She stated that she is out at a restaurant and does not have access to a manual to see what to do. Support asked her to remove the battery pack and ensure all the electrodes are touching her skin. She stated they were all touching the skin. Support had her replace the battery pack and within one min after start up, the system alarmed to "adjust belt". Support had pt perform a manual recording a download. She did this when she returned home from the restaurant. Support saw excessive falloff on the back electrode and the signal was very erratic. Support sent the pt a replacement electrode belt.